Manufacturer narrative:
Additional information received on february 8th, 2017 indicated that the patient had an ischemic cerebrovascular accident (cva) on (B)(6) 2017 and hemorrhagic transformation on (B)(6) 2017. The patient experienced dysarthria and left-sided inattention. There were no changes to medical treatment. The official cause of death was cerebrovascular accident (cva) and withdrawal of care by family. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboembolism and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboembolism for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic event caused by intracranial bleeding. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history, comorbidities and sub therapeutic inr. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a ventricular assist device (vad) in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. According to the instructions for use (IFU, right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first twenty four (24) hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that the patient was unable to wean from the right ventricular assist device (rvad) and failed to thrive following pump implantation. The patient had received a centrimag rvad at the time of implant. The patient suffered a stroke and expired on (B)(6) 2017. The site indicated that the stroke was not vad related. No equipment will be returned for analysis. No autopsy report available to view. No further information was provided.